Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision l2/s1 fusion, revision sacral instrumentation, laminectomy neurolysis, ls/s1 right ls/s1 nerve roots, revision cage placement, surgeon: (B)(6), (B)(6) hospital, date of event - (B)(6) 2013. Indications: this lady previously had an l2/s1 fusion complicated by infection. She remains on oral amoxil and ciprofloxacin. In recent times however she has had worsening back pain with radiculopathy about the right leg. She has had some progressive weakness of ankle dorsiflexion and eversion as well. There has also more recently been some left sided lumbar radicular pain. She requested to proceed to surgery after full explanation of risks and benefits. MRI scan did not show osteomyelitis, but was suggestive of recurrent compression upon the emerging ls and s1 nerve roots on the right. Plain x-ray shows loosening of the sacral screws. Description of procedure: general anaesthesia was induced and the patient was placed prone on the jackson table. Scd's, ted's, IV antibiotics and idc were in-situ. A dorsal longitudinal incision was made and the posterior elements were displayed. The rods were removed from l2-s1. The l2/s fixation was sound. The s1 screws were loose bilaterally. There was a small pocket of pus in the sub-cutaneous tissues and another small collection in deep. These were sent for urgent gram stain. This was reported as showing 1 + pus, but no organisms. It was elected to proceed with decompression of the nerve roots given the degree of weakness at hand. The right ls and s1 nerve roots was identified and decompressed. There had been articular facet fracture on the right about the s1 screw and the bony fragments were in contact with the ls and s1 roots. Following removal of this bone the roots were adequately decompressed from the axilla to beyond the foramen. The interbody cage was identified and palpated. This was located well within the disc space. Previous x-rays had shown a marker in the canal, but a loose fragment in fact was identified within the canal. This was x-rayed separately on the image intensifier and indeed there was a marker in the small fragment which had broken from the cage. The main body of the cage was well placed within the disc space and away from the emerging nerve roots. The s1 screw fixation was revised. New rods were placed. Curettings and the screws were sent for culture. It was elected not to proceed with formal bone grafting given the presence of pus. The wound was then closed in layers after check x-rays post-operative instructions: .the patient was returned to recovery in a satisfactory condition. She will be managed with routine observations, analgesia, IV antibiotics, scd's, ted's and early mobilization.